Manufacturer narrative:
Arjo qualified representative visited the customer facility after the event to perform device evaluation. No malfunction was found within maxi sky 440 ceiling lift or its spreader bar. At the time of the event, the ceiling lift was used with the loop sling manufactured by a third party company, (B)(4). Based on a product brochure available on the manufacturer¿s website, this was ¿standard hammock sling, comfort model¿, size m. Looking at the construction, it is 4-loop model and in the brochure it is presented with 4-point spreader bar. Arjo maxi sky 440 ceiling lift is equipped with 2-point spreader bar and it is unknown how the sling works with the spreader bar with different geometry. The maxi sky 440 instructions for use (IFU, document number 001.16000.33. Rev. 6 dated on february 2010) warns that only parts designated by arjohuntleigh should be used on products supplied by arjohuntleigh. (B)(4) sling was not authorized for use with maxi sky 440 ceiling lift. Furthermore, according the caregiver, he thought he attached the sling incorrectly to the spreader bar. Maxi sky 440 instructions for use includes transferring procedure and informs the user how to attach the sling properly. To sum up, incorrect transfer procedure performed by the caregiver is considered to be a direct root cause of the patient¿s fall and sustained serious injury. Using non-authorized sling in combination with arjo ceiling device is against maxi sky 440 instructions for use and might be a contributing factor. Review of reportable complaints registered within the last 5 years revealed that there was no other case where non-arjo sling detached during resident¿s transfer with maxi sky 440 ceiling lift. Therefore we consider this complaint to be an isolated occurrence. The maxi sky 440 ceiling lift in combination with non-authorized loop sling was used as a system for transferring the resident and played a role in the reported event. The evaluation of arjo maxi sky 440 shown no technical deficiency within the device, however the sling loop detached during use and from that perspective system did not work as intended. The complaint was decided to be reportable to competent authorities due to reported patient's fall from arjo device and sustained serious injury.

Event description:
On (B)(6) 2020 arjo was informed about event that took place in facility in (B)(6). Following information provided, the patient fell during transfer from the chair to the bed, using arjo maxi sky 440 ceiling lift and non arjo sling. In effect, the resident sustained tibial fracture, unstitched forehead laceration and facial bruise. The caregiver, who assisted the resident during transfer, said that he could have attached the sling incorrectly.